Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a device upgrade procedure, the physician used radiofrequency to also perform an atrioventricular node ablation. A ground patch was placed on the patient's left side above the hip. During the ablation, the implantable cardioverter defibrillator was pacing asynchronously at the base rate of 40 beats per minute and exhibited undersensing. Noise reversion was programmed off, but the issue persisted each time radiofrequency was used. After the procedure, the device assumed normal function.